Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not provided.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the left ventricular lead exhibited high capture thresholds. Dislodgement was suspected, but not confirmed. No device intervention was performed. The patient had no adverse consequences.